Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any concurrent use of other products? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever and pneumonitis? What is the patient¿s current status? If applicable, will product be returned, return date, tracking information? What was the drug therapy used for the patient¿s fever and pneumonitis? Has any other surgical or medical intervention been performed? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a radical total gastrectomy procedure on (B)(6) 2020 and absorbable hemostat was used. The patient suffered from fever 7 days after using the product. Chest CT showed that there was pneumonitis. Anti-infection and antipyretic symptomatic treatment were given. Additional information was requested